Event description:
It was reported that the device was explanted due to infection. Patient was discharged home with a life vest. During a follow-up visit it was noted that the incision was healing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.